Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tubing came apart on (B)(6) 2025. The infusion set was in use for few days. The insertion site was arm. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.